Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/20/2018, that on (B)(6) 2018, the patient experienced an app shut down when clicking the "follow" link. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.